Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. The customer stated that the insulin pump was squirting out insulin during the manual prime process. It was noted that the customer was trying to re-use their old reservoir that ran out of insulin. They were trying to put more insulin in it. The customer¿s current blood glucose level was 104 mg/dl. Troubleshooting was performed but insulin continued to drip out. They did not receive a compromised force sensor system alarm. The customer was advised not to re-use their reservoir. The device will not be returned for analysis.